Event description:
It was reported that there is a "mark" on the left side, towards the middle of the back of the pt after the autopulse was used. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.